Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 8780 catheter was implanted and explanted the same day. Per the reporter the catheter was placed epidural and confirmed on a CT scan so new one put in the next day. It was unclear if explanted the same day or the next. The patient was reported to be in the hospital and the reporter was unsure about therapy. No patient symptoms, patient outcome or drug not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information later received reported the symptom the patient experienced was "no relief". The patient was receiving effective therapy. The pump was used to deliver gablofen.